Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio delivery system to a patient. During the procedure, after implantation, it was observed that the patient developed right bundle branch block (rbbb). It was also reported that the physician didn't mention that the device was the cause and the patient is noted to be stable.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
There was no reported device malfunction associated with the amplatzer talisman pfo occluder. An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization was a result of case-specific circumstances to monitor the patient, no interventions were performed to treat the heart block.

Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio delivery system to a patient. The patient¿s baseline rhythm was sinus. During the procedure, after successful implantation of the device, it was observed that the patient developed a right bundle branch block (rbbb). No intervention, including medications, was performed to treat the heart block, and no pacemaker implant or cardiac ablation was required. It was further reported that a permanent pacemaker was not required, and the patient remained stable following the event. The physician did not indicate that the device caused the rbbb, and no allegations were made regarding any abbott device or the procedure.